Manufacturer narrative:
(Conclusions) - the ECG monitoring equipment (B) (4) used during the mr exam was not provided by (B) (4). This equipment is marked as mr compatible by the supplier, but it was never tested or released for a (B) (4) mr system. Hence, there is the possibility that the ECG leads/pads may locally heat up due to rf interference. This kind of incident can be prevented by using ECG leads provided by (B) (4) and following the instructions for use (IFU). The instructions for use already contain warning only to use ECG leads provided by (B) (4). The use of other types of ECG leads may cause heating of the skin. Therefore, there is no field corrective action required by (B) (4). This site will be reminded of the related safety instructions. This incident report will be forwarded to the MFR of the ECG monitoring equipment.

Event description:
Pt had a mr exam. He was under anesthetic and scanned with synergy spine coil with a third party ECG-leads and pads connected to him. Immediately after the exam, third degree burns were observed under the ECG pads. Also, the clips of the pads were melted.